Event description:
On 2/11/97 the ICD was implanted. Ventricular fibrillation was induced, the ICD detected and delivered 600 volts, but did not convert the pt. The ICD redetected the ventricular fibrillation and started to charge to 750 volts, but the physician felt it was taking too long to charge and delivered an external shock to convert the pt. On 2/12/97 during predischarge testing, multiple noise reversions and several fib aborts were noted. The ICD was explanted.

Manufacturer narrative:
The noise reversions were confirmed during analysis. It is believed that one of the high voltage capacitors arced from the anode pin to its case and that the damaged component was the cause of the extended charge time. The cause of the capacitor failure is believed to be a leakage of electrolyte providng a low impedenace path from the anode to the case of the capacitor. It is also thought that the arcing in the high voltage portion of the circuit damaged a transistor that is part of the high voltage dump circuit. The damaged transistor loaded down the v2x signal which in turn caused the noise reversions.